Event description:
It was reported that the patient presented in the hospital with symptoms of phrenic nerve stimulation and shortness of breath. The left ventricular lead exhibited loss of capture and decreased impedance. The lead remained implanted and would be revised.